Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 177 mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test, as a result of a loose drive support disk.